Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ipp underwent a thorough analysis. The cylinders, pump and reservoir were microscopically examined, and leak tested; the pump was also functionally tested. No anomalies were found with the cylinders and reservoir upon leak testing. Microscopic examination revealed that the kink resistant tubing of the pump had a hole from fatigue, which also caused the pump to not pass the leak testing. Additionally, the cylinders and reservoir presented wears at folds. Finally, the pump did not pass the activation tests. Based on the information available and analysis results, the activation problems identified in the pump could have caused or contributed to the reported clinical observation of mechanical problems.

Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working. The ipp was explanted and replaced. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working. The ipp was explanted and replaced. There were no patient complications reported.